Event description:
It was reported that during the implant procedure the patient coded on the table due to anesthesia.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # 102-9800. Lot # unknown. Description: superion ids kit.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # 102-9800, lot # unknown, description: superion ids kit.

Event description:
It was reported that during the implant procedure the patient coded on the table due to anesthesia.